Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that propofol leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. The following information was provided by the initial reporter, translated from italian: "once the propofol drug has been aspirated, a drug bubble is seen to form and collect beyond the syringe plunger. This reveals that the plunger is not sealed and the drug solution is flowing past the main chamber of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022 . H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. There is no other damage or defects on the barrel or syringe components and the stopper is verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2205034, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent the same tests and product met required specifications. Given that we did not observe any defect within the sample that could have caused the leak, we cannot identify a definitive root cause at this time.

Event description:
It was reported that propofol leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. The following information was provided by the initial reporter, translated from italian: "once the propofol drug has been aspirated, a drug bubble is seen to form and collect beyond the syringe plunger. This reveals that the plunger is not sealed and the drug solution is flowing past the main chamber of the syringe."